Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up visit. The atrial lead exhibited a loss of capture; a chest x-ray was performed which revealed the lead had dislodged. The lead was successfully capped and replaced. The patient was in stable condition post surgery.